Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a problem with air bubbles in the reservoir. Customer stated that it seems that it not working. Customer declined assistance over the phone and prefers to wait for a trainer to call to schedule an in-person meeting. No further assistance needed.